Event description:
It was reported that there was a large aneurysm in one of the inflatable penile prosthesis (ipp) cylinders, at the mid shaft of the penis. The outer layer of silicone was intact. The patient underwent a surgical procedure in which his cylinders and pump were explanted and replaced. The reservoir was retained and a new reservoir was implanted on the contralateral side. The new ipp works well. There were no patient complications.

Event description:
It was reported that there was a large aneurysm in one of the inflatable penile prosthesis (ipp) cylinders, at the mid shaft of the penis. The outer layer of silicone was intact. The patient underwent a surgical procedure in which his cylinders and pump were explanted and replaced. The reservoir was retained and a new reservoir was implanted on the contralateral side. The new ipp works well. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the identified bulge in the cylinder is the probable cause of the reported mechanical issue, as the device would not be function as intended. Product analysis confirmed the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 700 (two) cylinders, pump, and (two) rear tip extenders. The ams 700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Cylinder 1 had broken fabric threads and exhibited bulging when inflated with pressurized air. However, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Cylinder 2 passed all tests performed. The ams 700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested; no visual damages were found upon inspection. The pump passed all functional testing performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.